Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that difficulty removal occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was encountered upon retraction of the catheter. The procedure was completed without any patient complications reported.